Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va08t0b, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient's stimulation was on she was having a lot of pain in her sciatic never and the pocket site area. It was indicated that the pain was going since she had the implant. The patient stated when she got the implant she did not realize the lead went through the sciatic nerve. It was noted that patient had tremendous pain with the sciatic nerve for many years and it was been debilitating. It was indicated that this in her sciatic area started on the right side a few months before the neurostimulator (ins) went in. The patient stated that her health care provider (hcp) told her he could move the ins to another location on the other side. The patient has not had any falls or trauma and the pocket site was not feeling warm, red or swollen. It was reported that patient pain was below the ins and around it. It was indicated that patient was feeling some kind of knot that had formed going over to the spine and the knot was not painful however. The patient reported that you see the ins through the skin but it appeared to be pretty flat up against the skin. It was also noted that when the stimulation was off the pain went away. The patient turned off 5 days prior to the call and left it off for several days. It was noted that patient had to turn it back on the night prior to the call because she was unable to have a bowel movement with it off the last 3 days. It was also reported that patient was in a lot of pain medication. It was indicated that when the stimulation was off patient felt that she was urinating just as much as she was before but was able to release more urine. The patient also reported since the device had being implanted it was also helping her blood pressure to go back to normal. It was indicated that patient was getting up 1/2 dozen times but part of that was her nerves and was on antidepressants. It was also reported that patient thought the stimulation making her nerves jump. It was indicated that patient had sciatic nerve pain for 20 years and had been through therapy with her sciatic nerve. The patient tried turning stimulation down to 0.8v and was not getting as good of service with it and turned it back up to 1.8 v but was feeling it vibrating through her female parts. It was noted that the device was checked 6 months after her initial surgery but there was not any reprogramming that took place. It was noted that patient was going through a points where the stimulation would cut off and on and the hcp thought it was the (B)(6) gate that was cutting it on and off. It was indicated that patient does not want to have the device removed if she does not have to. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that when patient¿s stimulation was on, she was having a lot of pain in her sciatic nerve and the pocket site area. It was indicated that the pain was going since she had the implant. The patient stated when she got the implant, she did not realize the lead went through the sciatic nerve. It was noted that patient had tremendous pain with the sciatic nerve for many years and it was been debilitating. It was indicated that pain in her sciatic area started on the right side a few months before the neurostimulator (ins) went in. The patient stated that her health care provider (hcp) told her he could move the ins to another location on the other side. The patient has not had any falls or trauma and the pocket site was not feeling warm, red or swollen. It was reported that patient pain was below the ins and around it. It was indicated that patient was feeling some kind of knot that had formed going over to the spine and the knot was painful however. The patient reported that you see the ins through the skin but it appeared to be pretty flat up against the skin. It was also noted that when the stimulation was off the pain went away. The patient turned off stimulation 5 days prior to the call and left it off for several days. It was noted that patient had to turn it back on the night prior to the call because she was unable to have a bowel movement with it off the last 3 days. It was also reported that patient was in a lot of pain medication. It was indicated that when the stimulation was off, patient felt that she was urinating just as much as she was before but was able to release more urine. The patient also reported since the device had being implanted, it was also helping her blood pressure to go back to normal. It was indicated that patient was getting up ½ dozen times but part of that was her nerves and was on antidepressants. It was also reported that patient thought the stimulation making her nerves jump. It was indicated that patient had sciatic nerve pain for 20 years and had been through therapy with her sciatic nerve. The patient tried turning stimulation down to 0.8v and was not getting as good of service with it and turned it back up to 1.8 v but was not feeling it vibrating through her female parts. It was noted that the device was checked 6 months after her initial surgery but there was not any reprogramming that took place. It was noted that patient was going through a points where the stimulation would cut off and on and the hcp thought it was the (B)(6) gate that was cutting it on and off. I was indicated that patient does not want to have the device removed if she does not have to. A follow-up report will be sent if additional information becomes available.